Event description:
It was reported to philips that, ¿during routine daily self-test of the device, the ward nurse placed the two electrode plates securely in the card slot according to the operating procedures, pressed them firmly to the end, heard the lock key sound of ""click"" (click indicates that it has been placed in place), then selected 150j energy detection, pressed the charging button, and pressed the defibrillation button after waiting for the energy to be fully charged. At this time, the electrode plate suddenly sparks all over the place, making a similar explosive sound and accompanied by a burning smell.¿ there was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the paddle suddenly sparked during the self-test. There was no patient involvement at the time the issue was discovered. The customer reported this issue to nmpa directly and didn't request service from philips. Therefore, the device was evaluated by the customer only. There was no further information regarding tests the customer performed and the root cause of the reported problem. However, the customer claimed that the device was back to normal use after polishing the paddle. The reported problem was confirmed. The device was operational after polishing the paddles. The device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the device was evaluated by the customer only.